Event description:
Patient cannot feel stim because they had numbness down his side and in his groin. Patient also attempted to cath but nothing came out. Patient was unable to catheterize due to his numbed hand. They did not explain or give any more information. The device never worked. Patient hoped that the new one works better. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.